Manufacturer narrative:
Customer confirmed that patient did not receive any treatment due to false positive result on clinitek status+. Siemens representative indicated that they cleaned calibration bar with distilled water and cotton swab and reviewed correct technique with operators. Customer confirmed that instrument is fully operational and performing well at this time.

Event description:
Customer stated instrument reported false positive hcg result on the instrument.there was no report of injury due to this event.